Event description:
The 3rd & 4th contacts from the right on the blood glucose monitoring device are melted and the plastic around it is melted as well as the gray case surrounding it is cracked. Reporter stated no patient or staff was impacted by the alleged event. A request was made for the return of the suspect device and replacement product was sent.